Event description:
Pt was undergoing a laparoscopic nissen fundoplication and cholecystectomy with takedown of intra-abdominal adhesions. During the procedure, the disposable endostitch needle broke off inside the pt. Procedure was completed uneventfully and the pt was taken to recovery room in stable condition. The product rep was contacted and the product was given to them for investigation. Pt was discharged in good condition 3 days later.